Event description:
Report received from the USA stating that during neuro spine surgery the foot control device "leaked oil". There was no delay in surgery. The reporter stated that there was a spare identical foot control device available for use and the surgery was completed successfully. There were no injuries or medical intervention required. There was no additional information provided.

Manufacturer narrative:
The foot control device was received for evaluation. The foot control device was tested and the reported condition was duplicated. Evidence indicated this was due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).